Event description:
The manufacturer received information alleging the device, the water, and tubing is not heating. The patient alleges waking up with dry sinuses and dryness. There is no allegation of serious or permanent harm or injury. No medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information has received. The following fields has been updated in this report. The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is the water and tubing is not heating. The patient alleges waking up with dry sinuses and dryness. There was no report of serious injury or harm. There is no medical intervention was specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d: product brand name has corrected. In box g: date received by mfg has been updated. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.